Event description:
The customer contacted baxter's technical service center to report a leak while on the home choice (hc) device during initial drain. The home patient (hp) requested to end therapy and stated that the heater bag was leaking at the connection to the heater line. The hp stated that he changed out the heater bag only. The baxter technical representative (tsr) explained the setup was now compromised and advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, product surveillance(ps) spoke with the home patient (hp) regarding the reported issue of leak. The hp stated there was nothing wrong with the supplies. It was his mistake since he did not connect the heater line properly to the bag. The hp understood that the proper disconnect procedures now and started over with all new supplies. The hp discarded the used supplies. The hp did not have lot number.

Manufacturer narrative:
Complaint no: (B)(4). This complaint for leak was confirmed because not properly securing connections may cause a disconnect and result in a leak. The cause was use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. A batch review was not performed as the lot number was unknown.